Event description:
Reportedly, the first dlu only fired staples a third of the way along the bowel and the knife blade did not cut all the way along. A lot of bleeding was noted. The surgeon tried a new gun and a fresh reload and this time the dlu did not staple or cut. The surgeon had to cut out the anastomosis he was doing.